Event description:
It was reported that 2 of the unspecified bd¿ pen needle were partially blocked. The following was received by the intial reporter: verbatim: needle (partially) blocked.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown, h.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 07-jul-2023. H6: investigation summary: one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. A clog test was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that 2 of the unspecified bd¿ pen needle were partially blocked. The following was received by the initial reporter: needle (partially) blocked.